Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
On (B)(6) 2016, it was initially reported that during a shift check, the encoder drive shaft was observed to be stuck/jammed. Follow up for additional information received on 01/03/2017 stated that during evaluation of the platform. The platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message upon power up. Ua 45 error message was also observed in the data log. No patient involved with this event. No other information was provided.

Manufacturer narrative:
The customer's reported complaint was confirmed during functional testing and was attributed to a defective encoder and motor drive train. After replacing the encoder and motor drive train, the shaft rotated freely. A review of the archive was performed and no discrepancies were observed. A visual inspection of the returned autopulse platform was performed and found no physical damages on the platform after replacing the encoder and motor drive train, the autopulse platform passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).